Event description:
Nurse doing anal rectal manometry test on patient. Placed single use anorectal catheter into patient's rectum and put 50 cc of water into it. Patient tried to expel it but couldn't. Nurse when to take water out and remove it but the catheter part came off of the balloon. With a rectal exam I was able to locate and remove the balloon.